Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic left partial nephrectomy. Event description: the device was used as indicated. Grasper blue rubber tip was breaking away detaching from tip of grasper. The procedure was completed without delay, no patient incident was recorded. Type of intervention: na. Patient status: no patient incident recorded.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the latis pad had multiple frays and was partially detached. Based on the condition of the returned unit, it is likely that the reported event was caused by contact with a hard object on the edge of the pad. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic left partial nephrectomy. Event description: the device was used as indicated. Grasper blue rubber tip was breaking away detaching from tip of grasper. The procedure was completed without delay, no patient incident was recorded. Type of intervention: na. Patient status: no patient incident recorded.